Manufacturer narrative:
Concomitant products: guide wire: 0.014 extra support; guide cath: 6f launcher. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat a 70% stenosis in the mid left anterior descending artery with mild tortuosity and moderate calcification. After placement of a 6f guide catheter and .014" guide wire, pre-dilatation was performed with 2.5 x 20 mm and 2.75 x 20 mm balloons. The 3.0 x 28 mm device was advanced to the lesion site and pressurized up to 14 atmospheres (atm), but the balloon did not inflate. After a few attempts, the device was removed with the implant still tightly crimped. It was suspected that the balloon was damaged prior to use. It was also reported that during unpacking the device, there was a little bit of difficulty removing the protective sheaths. A 2.5 x 28 mm implant was deployed successfully and post-dilated with a 2.5 x 21 mm non-compliant (nc) balloon at 16 atm. There was no significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation issue was confirmed. Difficult to remove protective sheath could not be confirmed because the sheath was not returned for analysis. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.